Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: I had been using the harmonic for about 5 minutes when things started. The case was not difficult and the tissues were easily accessible so I didn't have to use any force/ torque to get in the right plane. First it said to tighten the assembly (on 2 separate occasions), so we did that twice. Then the error message was something like relax pressure on blade. This didn't go away even when the harmonic was not touching tissues. It went on for about 5 minutes, then catarina took over and took a couple of bites at which point it continued to say relax pressure and the blade snapped off in the patient. We retrieved the piece and continued. It was very routine use up to that point. Seemed like the structure of the blade must have been faulty/weakened and bending with low pressures to trigger the error. I personally didn't see any incidents where the instrument was roughly handled or dropped.

Event description:
It was reported that during an unknown procedure, the harmonic broke midsurgery. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.